Manufacturer narrative:
Batch review performed on 14 june 2022: lot 1907916: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional item involved in the event: batch review performed on 14 june 2022 gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 1905253. Lot 1905253: (B)(4) items manufactured and released on 13-nov-2019. Expiration date: 2024-11-03. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Tibial tray subsidence and femoral loosening in the knee. Revision surgery performed at about 1 year and a half post primary.